Event description:
Procedure: CABG. According to the report: prior to the procedure, both devices were tested and both devices were fine. The surgeon used the device(s) to clip the branches of the mammary artery, yet instead of clipping the branches of the artery, it tore them. This occurred both times, and both devices scissored and cut the artery. The surgeon repaired the artery using prolene suture. Abnormal bleeding occurred, yet no transfusion was needed. After the procedure, the patient was fine.